Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and found that there was a problem with solenoid driver board. To fix the issue, the fse replaced the solenoid driver board, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
On (B)(6) 2017 the customer reported that while the cs100 intra-aortic balloon pump (iabp) was used on a patient the low battery alarm activated and on the display, it showed the low battery icon status. The customer re-checked the ac plugs again and found that the ac plug was correctly inserted and that the indicator battery charging status was normal. Patient therapy was interrupted because it took some time during the changing process with another iabp. No patient harm or serious injury was reported, and there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The DHR statement previously reported was not accurate.

Event description:
On de(B)(6)2017 the customer reported that while the cs100 intra-aortic balloon pump (iabp) was used on a patient the low battery alarm activated and on the display it showed the low battery icon status. The customer re-checked the ac plugs again and found that the ac plug was correctly inserted and that the indicator battery charging status was normal. Patient therapy was interrupted because it took some time during the changing process with another iabp. No patient harm or serious injury was reported, and there was no adverse event reported.